Manufacturer narrative:
F10/h6: health effect - impact codes: replaced f26 with f27 (there was no patient involvement). Two actual devices were received for evaluation with cut fill port tubing where the customer likely drained the contents. Visual inspection with the naked eye, as well as magnification, did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified for both samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/21/2021.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particles were observed in two (2) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.